Event description:
Pt's father called to report that his daughter was hospitalized for diabetic ketoacidosis. The device was activated on (B)(6) 2010 at 4:49 pm at which time her blood glucose measured 4:13 mg/l. A few minutes later, an insulin bolus of 15.85 units was taken for correction and for a meal containing 49 grams of carbohydrate. The next bg test was at 8:02 pm and the result was "high" (>500 mg/dl), so an additional 20 units of insulin was administered. Bg remained "high" at 8:49 pm and an additional 33 grams of carbohydrate were eaten, so another 16.00 unit insulin bolus was given. The next reported activity was a 7.15 unit insulin bolus at 11:27 the next morning, a bg result of 391 mg/dl at 12:05 pm and an additional 3.00 units of insulin at 12:09 pm. Bg lowered to 351 mg/dl by 1:23 pm, but had risen again to 472 mg/dl by 2:45 pm, so an additional 9.20 units of insulin bolus was taken using the device. Sometime that afternoon ((B)(6) 2010), the pt was taken to the hospital and placed on an IV.

Manufacturer narrative:
The returned device was evaluated and no malfunction that would have caused restricted or interrupted insulin delivery was detected. The fluid path was free of internal occlusions, following for a free flow of insulin. The occlusion sensor and needle/insertion mechanism functioned as expected. There were, however, pulse width time outs shortly before the device was deactivated, indicating that the pump drive was laboring. We were unable to determine the root cause of these time outs and cannot draw any conclusion as to whether they may have been indicative of a product condition that could have contributed to the pt's dka. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," and "if you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." To treat dka it recommends once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."